Manufacturer narrative:
Concomitant medical products: product ID: 419488 lead, implanted: (B)(6) 2014; product ID: dtmb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for out of range (oor) rv and superior vena cava (svc) defibrillation impedance as well as for oor pacing impedance. It was also reported that the left ventricular (lv) lead triggered an alert for oor pacing impedance and the lead was not capturing. The rv lead was partially explanted and replaced. The lv lead remain in use. No patient complications have been reported as a result of this event.